Event description:
It was reported from the office of dr.(B)(6) & associates that a silent nite 3d one piece appliance experienced multiple component failures. Reportedly, the device fractured on the lower arch occlusal surface, and the anchor button broke off on the upper arch. No additional information was provided regarding the circumstances surrounding the event.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4). .